Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor and power supply, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI number is unknown, g5: 510k is unknown.

Event description:
It was reported the device exhibited an "ac adapter unpowered / check power" alarm, and a "high pressure" alarm. It was stated the line was flushed, arm was straight, there was no kinks in tubing, and all the clamps are open. Res vol 210.2 ml. No adverse patient effects were reported by the customer.